Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. The reported kinked and coiled gripper line however, appear to be secondary effects of the difficulty/resistance encountered during gripper line removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. After confirming leaflet insertion, deployment steps were started. The gripper line removability test was performed successfully. After the clip was deployed, the gripper line was attempted to be removed, but after 5cm, strong resistance was noted. The cds was adjusted exactly over the top of the clip, and the gripper line was able to be removed with force. After removal, the gripper line appeared to be coiled, with a sharp bend just before the coiled portion started. One clip was implanted, reducing the mr to <1. The steerable guide catheter (sgc) was then removed and a right-left atrial shunt was observed due to an atrial septal defect (asd). An asd occluder was implanted for treatment, with a good patient outcome. No additional information was provided.